Event description:
Customer reported difficulty operating the bag-to-vent switch. There was no reported patient injury. Investigation/conclusion: the parts were returned to the manufacturing site for investigation. It was determined there was interference between two metric screws, the toggle shaft, and the pivot bracket. This resulted in improper installation and bending of the screws with subsequent fracture of the screws under normal usage. Assembly personnel have been informed of this complaint. Additionally, certain tolerances for the involved parts have since been tightened as well as the counterbore diameter of the screw holes has been enlarged.